Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer dove while playing baseball and landed on the pump causing the touch screen to become cracked. Customer is unable to interact with the pump due to the damage. There was no adverse impact to customer's blood glucose. Reportedly, customer reverted to manual injections for insulin therapy.